Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported issue. The fse spoke to the customer on the phone and instructed the customer to clean and lubricate the sampler. The customer reported no more errors. The g8 analyzer was functioning as intended with all errors cleared. No further action required by field service. The probable cause of the event was the sampler needing to be cleaned and lubricated. A complaint history review for serial number (B)(4) was conducted from 25-mar-2015 through 25-apr-2016 for similar complaints. There was one (1) similar complaint identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported z-1 axis error with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.